Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (b)(46 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available tdd¿s add up and correctly reflect the users programmed basal rates. A delivery accuracy test was completed. Pump was found to be delivering within required range and delivering accurately. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump may have been exposed to magnetic forces and that the patient had elevated blood glucose (bg) of 550 mg/dl. The pump was being kept in a cell phone case with magnetic closure and reporter wondered if exposure to that magnet was the cause of high bg's for last month. Customer support attributed the issue to training/misuse and referred the patient to a health care provider for diabetes management. This complaint is being reported as the patient experienced hyperglycemia possibly related to the use error of exposing the pump to magnetic forces.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.